Event description:
Diagnosis - leaking silicone implants. Operation - explanation of bilateral silicone implants and extravasated silicone. Patient declines replacement, will continue with the prosthesis.